Event description:
Additional information reported that the patient had the lead revision because there was an open circuit on the right side. When the pre-operative preparations were done, it was noted that there were low impedances (around 400 ohms) also on the left side.

Event description:
Additional information received reported that it was unknown if the "bad lead" was due to out or range impedances or a manufacturing issue. The cause of the issue was not determined. Almost two weeks later it was reported that the cause of the issue was due to a patient fall.

Event description:
(B)(4) 2013. Compatibility guidelines were requested for the following: MRI. Summarized compatibility guidelines. Caller reports he is currently in or now. Reports one of the lead is bad, reports they do not have a plug and wants to know if he can cut the extension and patient have MRI done. 2013 (B)(6), lead is v008951 patient is doing well and will be re-implanted in a month.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3387040 lot# v008951, implanted: 2006 (B)(6), product type lead product ID, 3387040 lot# v008951, implanted: 2006 (B)(6), product type lead. (B)(4).